Event description:
Several sets were discarded before the nursing staff reported the problems to the nursing leadership. Five sets were saved and returned to alaris in 2003. The secondary IV infusion set was used to administer a secondary medication. In all of the cases, the secondary IV fluid flowed back into the primary IV fluid. Not sure how many times this happened before nursing realized the situation. On one of the sets, the IV tubing bubbled.